Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and checked the laser. All cuts were good and fss could not duplicate stated problem. Surgery support was given and all surgeries were completed successfully and doctor stated flaps were perfect. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had difficult flap lift/thin flap in both eyes after customvue lasik in right eye and conventional lasik in left eye. Both eyes flap lift and excimer treatments were completed. It was reported that during flap lift in both eyes using the lifter both flaps got punctured causing an epithelial defect and requiring bandage contact lenses in both eyes.